Event description:
Reportedly, patient had post op bowel leak (blood and bowel contents), dr. Could not differentiate where leak was coming from due to necrosis, thought it was from gia 60 staple line. Patient had to go back into surgery at a later date to fix post op leak. Procedure: 1 subtotal with ileorectal.